Event description:
It was reported that the patient presented for a remote follow up via merlin.net with multiple instances of non-sustained right ventricular oversensing due to myopotential oversensing and inhibition of ventricular pacing. Programming changes were made to address oversensing and pacing inhibition. X-ray was performed and revealed that the right ventricular lead was not fully seated within the device header. During the revision surgery, on (B)(6) 2022, the physician confirmed that the lead was not seated properly in the header and the setscrew was too lose. Once the lead was seated in the device header, the lead was functioning appropriately. The patient was in stable condition.